Manufacturer narrative:
The returned device analysis confirmed both the reported single gripper actuation issue and broken gripper line. Also, the actuator coupler was observed to be corroded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and the returned device analysis, the observed gripper actuation issue appears to be related to the broken gripper line. The corrosion on the actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure therefore due to transit/storage/postprocedural handling. The reported poor image resolution was not replicated in testing environment as it was related to procedural conditions. The broken gripper line appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue and a broken gripper line. It was reported this was a mitraclip procedure to teat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient had a restricted posterior leaflet. An ntw clip was inserted and grasping was performed. However, it was noted the clip was not over the intended jet, so to safely reposition the clip, it was retracted into the left atrium (la). At this moment, it was observed that one of the grippers remained lowered; therefore, troubleshooting was performed. The issue was unable to be fixed so the clip was closed and removed. Once outside the anatomy, it was observed the gripper line had broken. A new clip delivery system (cds) was inserted and successfully deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.